Manufacturer narrative:
Ps344760. The complaint mr290 vented autofeed humidification chambers are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that eight mr290 vented autofeed humidification chambers were found leaking water near the base of the heater plate. There was no patient consequence.

Manufacturer narrative:
Ps344760 device 1: lot 191114, dom (B)(6)2019 , device 2: lot 191005, dom (B)(6)2019 , device 3: lot 191005, dom (B)(6)2019 , device 4: lot 200109, dom (B)(6)2020 , device 5: lot 200109, dom (B)(6)2020 , device 6: lot 200228, dom (B)(6)2020 , device 7: lot 191005, dom (B)(6)2019 , device 8: lot 190802, dom (B)(6)2019. Method: the eight complaint mr290 vented autofeed humidification chambers were returned to fisher & paykel healthcare (f&p) in new zealand for evaluation where they were visually inspected. Results: visual inspection of seven complaint mr290 chambers (device 1, 2, 3, 5, 6, 7, 8) revealed a horizontal crack line on the lower part of dome. Visual inspection of one complaint chamber (device 4) revealed no cracks. Conclusion: we are unable to determine what may have caused the crack on seven of the complaint chamber domes. The crack is most likely due to mechanical stress however the stress source is unknown. There was no fault found with one chamber (device 4). Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in switzerland reported via a fisher & paykel healthcare (f&p) field representative that eight mr290 vented autofeed humidification chambers were found leaking water near the base of the heater plate. There was no patient consequence.